Event description:
During review of the programming history available to the manufacturer, high impedance was noted on (B)(6) 2012. The patient's vns had been disabled prior to that date however the date of disablement is unknown. The patient's high impedance resolved prior to the patient leaving the office which suggests that the patient had surgery to correct the high impedance on that date. Last known good diagnostics prior to that date were taken on (B)(6) 2011. No patient information is known at this time attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contirbute to a death or a serious injury.